Event description:
Since no sample was received a detailed investigation could not be performed. To reduce the leakage issue, ICU has made a resin change to the body component that is more resistant to cracking. Product containing the new material is currently available.